Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided; the investigation could not draw any conclusions about the reported event without the return of the device in question. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
The drill broke on contact with patient. This occurred during treatment. It is unknown if there was a delay or a backup device readily available. There were no patient injuries reported.